Manufacturer narrative:
Ongoing litigation. It is unknown if the device will be available for evaluation. If further relevant information is discovered, a follow up MDR will be filed.

Event description:
It was reported that a stretcher siderail gave way and it was further reported that the patient fell onto their head. No further information has been provided.